Event description:
The clinical chemistry ict calibrator lot number 0505017 has shown several calibrator sets within the lot to produce depressed, but acceptable potassium calibration curves that fail by qc being out of range low, when used in conjunction with the ict module on the aeroset, architect c8000 and architect c16000. This issue is not seen in all sets of the calibrator vials and is limited to the low calibrator level and potassium values.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.